Event description:
A CT supervisor reported an issue with a solero generator. During procedure preparation, the patient was set up on the table, under conscious sedation when the end user noted that the generator would not go through the test burn sequence due to "high reflected power (hrp)" errors. A total of 4 applicators were attempted to be used, three 19cm applicators and one 14cm applicator; however, within 2-4 seconds of starting testing at 100 watts, a hrp error was produced and the machine directed the end user to "reposition the applicator." It is currently unknown if the issue was caused by the generator or applicators. Ultimately, the procedure was aborted due to this event and the patient left untreated. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. This event meets the criteria a reportable adverse event; patient safety risk due to unneccesary sedation and treatment not provided.

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). The solero unit and 4 solero applicators associated with this event are being reported on subsequent medwatch reports as follows: (B)(4) solero unit, (B)(4) 1317056-2022-00017 applicator 1 of 4, (B)(4) 1317056-2022-00018 applicator 2 of 4, (B)(4) 1317056-2022-00019 applicator 3 of 4, (B)(4) 1317056-2022-00020 applicator 4 of 4.

Manufacturer narrative:
The unit was returned for evaluation to alpha source service center, angiodynamics' thrid party service. They performed functional testing and the unit failed at due to power output being below the expected value. During testing, thay were unable to replicate the customer's complaint of high reflected power warning message. They calibrated the unit , and perform testing agian at which time the unit passed all testing. The unit meets all acceptance criteria. The reported complaint description of high reflected power (hrp) warning message was not confirmed during evaluation of the returned solero generator unit. High reflected power warning message was not observed, however, the unit failed due to low power output being displayed upon start up. This occurred at step 7.5 of the functional testing and is same step where hrp warning message can occur. The root cause for the high reflected power warning message observed by the end user could not be definitively determined, however, the low power output observed during functional testing is a likely contributing factor to this event. The root cause of the low power output was the unit needed to be re-calibrated. This hardware unit event does have related angiodynamics disposable device (solero probe). (B)(4) complaints files have been opened to evaluate the probes.see below for report reference numbers. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual), which is supplied to the user with this unit contains the following statements: "a chilled coolant source, chilled sterile saline, is required to maintain the solero applicators at an appropriate temperature. Use only chilled saline solution for the coolant source. Obtain a minimum of 1000 ml of sterile chilled saline. The saline will heat up as an ablation progresses and may eventually become too hot at which point the system will inhibit operation. Using larger volumes of chilled saline (up to 3000 ml) may increase the amount of time before the cooling reservoir needs to be replaced. Remove the cap on tubing set spike and insert spike, item (1) shown below, in the saline source, being careful not to puncture through the saline source. To insure proper fluid movement, place the saline source higher than the generator, such as on an IV pole."the following statement is listed in section 6 (system notifications/warnings/errors); "6.1.4 coolant warm: the system will display a notification if the applicator temperature sensor detects the coolant to be hotter than 38 °c as shown. The coolant source should be replaced as soon as is convenient to ensure uninterrupted performance. While this notification does not present a risk to the patient or end user, if the temperature rises above 48 °c, the system will abort an ablation that is in progress. This notification may occur during long ablations, or during treatment of patients with multiple lesions. 6.2.5 high reflected power. The system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: · the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. · connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. · the applicator may be defective. Replace the applicator with a new one. · if the problem persists, contact angiodynamics inc. For technical support." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). The solero unit and 4 solero applicators associated with this event are being reported on subsequent medwatch reports as follows: (B)(4) 1317056-2022-00016 solero unit; (B)(4) 1317056-2022-00017 applicator 1 of 4; (B)(4) 1317056-2022-00018 applicator 2 of 4; (B)(4) 1317056-2022-00019 applicator 3 of 4; (B)(4) 1317056-2022-00020 applicator 4 of 4.